Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date is unk. It was reported to boston scientific corp that a resolution clip device was used during an colonoscopy procedure. According to the complainant, during the procedure the clip came off in the sheath before it could be deployed and fell into the pt. The clip was not retrieved. The procedure was completed with another resolution clip. There were no pt complications reported as result of this event.